Manufacturer narrative:
Analysis was performed a philips bench repair technician (brt) which included functional testing/verification using a patient simulator. The results of the analysis indicate the values were within acceptable parameters. The bis loc 4 cable was noted to be defective and the brt indicated it is possible the values are inaccurate after prolonged operation. Based on the results of the analysis, the product malfunction was unable to be confirmed; however, the bis loc 4 cable was noted to be defective, which may have contributed to the issue. The cable was replaced and, after repair, the device passed all functional testing. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an intellivue bis module indicating that the displayed values do not correspond to the administered sedation. The device was in use on a patient at time of event, there was no adverse event reported.